Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for treatment due to a postoperative skull defect. On (B)(6) 2026, during the insertion of an intravenous catheter, blood was observed leaking from the isolation stopper. After ruling out other causes and confirming that no forceful manipulation had occurred, the catheter was immediately replaced with a new, sealed intravenous catheter.